Event description:
During a pci procedure, deflation difficulties were encountered. The procedure was for a bifurcation lesion of lad and d1. The lesion was 90% stenotic. A crush stent techinique was done using a cypher stent. Thereafter, deflation was difficult after having dilated the d1 with the maverick2 monorail balloon using a kissing balloon technique. The physician was able to deflate the balloon, however, it took considerable time. A mach1 guide catheter and a runthrough 0.014 guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."